Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to a leak of fluid from a hole in the prb. The device was removed and replaced. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.